Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon inquiry information received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was received empty, further functional testing could not be performed.

Event description:
It was reported during a laparoscopic appendectomy the clips were scissoring so they did not close properly. Another clip applier was opened to finish the case. There was no consequence to the pt.